Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device found that the coil was kinked and stretched at the handshake connection. Functional testing was performed with the returned rotawire. During functional testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted into the rotapro device due to the kinked and stretched coil. In order to determine the functionality of the rotapro device, it was attempted to move the advancer knob back and forth. During testing with the burr catheter attached, resistance was felt when attempting to move the advancer knob forward due to the kinked and stretched coil. When the burr catheter was disconnected, the advancer knob was able to be smoothly moved back and forth with no resistance or issues. Further functional testing was performed by connecting the rotapro device to the rotapro console control system. When the knob switch (ablation button) was pressed, the device stalled and would not run due to the kinked and stretched coil. Product analysis confirmed the reported events, as the kinked and stretched coil caused resistance during removal and prevented reinsertion of the rotawire as well as creating resistance when attempting to move the advancer knob forward.

Event description:
It was reported an entanglement occurred. A rotapro 1.50mm and a rotawire drive were selected for use. The target lesion located in the left anterior descending (lad) artery, was moderately tortuous and severely calcified. Following treatment of the lesion, during dynaglide removal, the entire system was removed as one unit as the wire was stuck on the burr. The device was replaced and the procedure was completed with no reported patient injury.

Event description:
It was reported an entanglement occurred. A rotapro 1.50mm and a rotawire drive were selected for use. The target lesion located in the left anterior descending (lad) artery, was moderately tortuous and severely calcified. Following treatment of the lesion, during dynaglide removal, the entire system was removed as one unit as the wire was stuck on the burr. The device was replaced and the procedure was completed with no reported patient injury.